Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the rubber in the nozzle was confirmed. Based on the results of the investigation, the root cause of the foreign material could not be determined. The component analysis revealed that the lint was the same component as polypropylene and a piece of rubber was a silicon-based material. Polypropylene is not used inside the channel related to air/water flow of the endoscope but widely used. Therefore, although it is unspecified but presumed to have been derived from fiber generated from towels or clothes. It is considered that it could have accidentally entered from the air/water cylinder of the control section and came out while air was supplied. A silicon-based material is used for packings of the air/water valves, packings of the connection adaptor of the water container, and the connecting section of the injection tube. It is presumed that due to breakage or deterioration, pieces of the material entered the channel, which resulted in clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope was cleaned and disinfected with a non-olympus device. When air was supplied to the air/water supply channel, something like lint and a small piece of rubber came out of the nozzle. There was no reported patient harm or impact due to this event.